Event description:
Complainant alleged that during incoming inspection the device was unable to acquire an ECG signal. Complainant indicated that there was no pt involvement in the reported malfunction.